Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, post-op, the rod broke. The product came in contact with the patient. Patient complications were reported unknown.